Event description:
It was reported from a literature article that the patient experienced intermittent complete heart block. Upon interrogation it was determined the leadless pacemaker (lp) was not capturing. X-ray confirmed the lp dislodged to the hemipelvis/external iliac vein and fluoroscopy found the lp had further migrated to the pulmonary artery. The lp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.